Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip came off the end of the ptd catheter when using the device. The doctor left the tip in the patient's left arm vein; there were no additional complications to the patient. A new kit was opened and used to finish the procedure. There was no delay in treatment or death reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 5 fr. Ptd catheter assembly with the basket retracted into the sheath and only the distal portion visible. Part of the black distal tip was missing. Microscopic examination of the separated edge revealed that it was uneven and rough indicating that it was torn off. The basket was able to be deployed, retracted and rotated as expected. A review of manufacturing records did not yield any relevant findings. The IFU provides instructions in the event the black flexible basket tip "folds over" itself and while in use and warns of potential fatigue failure of the ptd cable and fragmentation may occur with prolonged activation of the device. The cause is undetermined but further investigation has been initiated at the manufacturing site.